Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had the lead explanted on (B)(6) 2017, due to some type of device malfunction/ failure. The hcp did not have any further details. The hcp did not think that a new lead was implanted, but they thought the patient still had the ins in place, however they were not positive. The hcp did not know when the patient started to have issues with the interstim system. No patient symptoms were reported as a result of this event. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had placement of the second stage on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_perc_extension lot# unknown serial# implanted: explanted: product type extension: analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. And product ID: neu_perc_extension, lot# unknown, product type: extension. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.